Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for ise indirect na, k, ci for gen.2 for one patient sample. The initial sodium result was 156 mmol/l with a repeat result of 139 mmol/l. The initial chloride result was 91 mmol/l with a repeat result of 103 mmol/l. The initial sodium and chloride results were not reported outside of the laboratory. The repeat results are deemed to be correct. The initial potassium result was 4.9 mmol/l with a repeat result of 4.2 mmol/l. The initial potassium result was reported outside of the laboratory. A corrected report for potassium had to be issued. There was no adverse event. The initial sample was aliquoted by a modular pre-analytics system. The lot number and expiration date for the sodium, potassium, and chloride electrodes were requested but not provided. The field engineering specialist found a defective reference electrode. He replaced the defective electrode along with all other electrodes. He replaced the pinch valve tubing. He visually inspected the system along with cleaning the vacuum line. He performed a precision check which passed. The customer calibrated and performed qc which passed. A historical query for this site was performed and this is a recurring issue for this customer. Further investigation did conclude that the defective reference electrode could have caused the discrepant results.